Manufacturer narrative:
Allergan has initiated an investigation into this late report. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Visual analysis of the returned device noted 1.0ml syringe with 0.65 ml of gel remaining in it received with a canula still attached to syringe. A crack is observed at the 3 mm luer lock level and the 0.65ml of gel remaining into syringe is forming a "cheesy gry filet of gel." A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: method of use-posology ¿ remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level.

Event description:
Healthcare professional reported an "explosion" of a syringe of juvéderm ultra¿ xc during injection in the "face" using a cannula. There was product loss. No injury was reported.